Event description:
It was reported that the patient was upgraded from a pacing system. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the outer insulation was breached in a manner consistent with clavicle-rib crush. There was blood/body fluid in/on the proximal conductor at various locations throughtout the lead and on the sleevehead mechanism. The helix was distorted/bent. The outer insulation had cosmetic depression and breach due to being cut near the generator.